Event description:
It was reported that the pocket opened up at implant site. There was no infection. The implantable pulse generator (ipg), right ventricular (rv) lead and right atrial (ra) lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.